Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
User reports lack of benefit since (B)(6) 2018. No trauma or accident is explicitly reported. Reimplantation is recommended.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The recipient no longer has any hearing sensation since (B)(6) 2018 with the device. No trauma or accident was reported. Re-implantation has been recommended but no date for surgery has been scheduled.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Additionally, the electrode array (12 electrodes) was found outside the cochlea at the time of explantation, therefore a post-operative migration of the electrode array can be assumed. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient no longer had any hearing sensation since (B)(6) 2018 with the device. No trauma or accident was reported. Recipient has been reimplanted.